Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow-up, high capture threshold and high pacing impedance were observed. During lead revision, an insulation anomaly was observed. The lead was explanted and replaced. There were no complications during the procedure.